Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: mentor smooth round moderate plus profile 200cc saline prosthesis, catalog #3502200, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline prosthesis. Post procedure a loss in left sided volume accompanied by lowering of that breast was noted, indicating deflation. Bilateral deflation was later indicated. As a result, the devices were explanted on (B)(6) 2018. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 275cc saline prostheses was performed. Mentor previously reported unilateral deflation under 1645337-2019-07723 on 1/2/2019. On 1/16/2019 mentor first became aware of bilateral deflation and an additional impacted product was added to the complaint file.